Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was priming the pump and getting a no delivery alarm the last couple of times. Customer thinks that it is not delivering now because her blood glucose has been 400 mg/dl all day. Customer's blood glucose is 452 mg/dl. Customer treated with manual injections. Customer had nausea due to the high blood glucose. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer had no delivery alarms in the alarm history. Customer stated that she does not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting when they receive it. Customer stated that the cannula was not bent. Customer was advised to do a complete set change.